Event description:
A report was received via social media that claims two patients had problems with their scs systems. The complainant reported that even after the patients had multiple surgeries the leads were singed to the spinal cord after it exploded. The complainant further reports that the leads cannot be removed because of the possibility of paralysis or death. No patient information was provided so no further action will be taken.